Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), there was a kink in the gas line and the user facility was able to reset their system.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed a "service gas system" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.